Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that required valve in valve information due to degeneration after an implant duration of 23 years and six (6) months. An edwards transcatheter valve was planned, however, during implant of the valve the iliac artery ruptured necessitating additional intervention. No valve was placed.